Event description:
It was reported that during an unknown procedure, one jaw of the device applier broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: did the jaw fall into the patient and if so how was it removed? - no, the jaw didn¿t fall into the surgical field. Was a cholangiogram performed during the procedure? ¿ no, cholangiogram was not performed. Which firing of the device did this event occur on? - query not clear. If the question was about the number, it¿s during 10th or 11th clip (as per information from ot staff). What vessel or structure was the device fired on at the time of the event? - renal artery. Was the clip fully advanced into the jaws prior to firing? - no. Was there any torquing or twisting of the device present at the time of firing? - no. Was any unexpected resistance felt while firing the trigger? ¿ no. Were any unexpected noises heard? If so, when? ¿ no. Did anything unexpected happen prior to this incident? - no was the device fired after this incident in or out of the patient? ¿ no.